Event description:
It was reported that the user, on the second day of ilet pump use, experienced a low blood glucose of 65 mg/dl after not announcing a lunch meal, and glucose was corrected with oral glucose tablets with subsequent return to range. Symptoms included weakness consistent with hypoglycemia. Outcomes included no hospitalization and no further assistance requested. Investigation included troubleshooting and education regarding meal announcement and pump adaptation during early use. Investigation of this case revealed no device malfunction reported, with user-related factors and the pump¿s early learning period considered potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.